Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0077 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported the patient found blood in her bed and the huber needle hub was disconnected from the microclave and the IV tubing. The patient's mother re-secured all items back on and noticed when twisting the tubing onto the huber needle, it did not tighten well and there were microbubbles in the huber needle tubing. A new needle from a new lot was used with no issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnection between extension set and luer hub is inconclusive due to poor sample condition. Five photos of a 20 ga x 0.75 in safestep infusion set was provided for evaluation. The photos show the product label of the implicated device and attachments on the device. A valved injection cap is attached to the infusion set luer hub. An additional extension set is attached to the valved injection cap. A photo shows a comparison of the hubs from two different lots. The hub of the infusion set from the non-implicated lot appears to have lighter, clear tint. The complaint of a loose connection could not be confirmed from the image provided; however, possible contributing factors include over-tightening of connections leading to material deformation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient found blood in her bed and the huber needle hub was disconnected from the microclave and the IV tubing. The patient's mother re-secured all items back on and noticed when twisting the tubing onto the huber needle, it did not tighten well and there were microbubbles in the huber needle tubing. A new needle from a new lot was used with no issues.